Event description:
The patient was being transported on a bus fom adult day care to home and that there was a malfunction of the ventilator's internal battery. The customer is unable to provide further details on the event. The device is currently in possession of a police department crime scene unit. Evaluation of the device is pending directives from the state medical examiner.